Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that insulin pump was not responding and battery cap could not be removed. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with all buttons working properly no keypad anomaly noted however, the connector at the lcd board found unlocked on our visual inspection. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case and missing the end cap sticker. The insulin pump was returned without the battery cap unable to confirm the damage.